Event description:
Pusher pin assembly broke during orif rt hip surgical procedure. The pin broke off in the pt's muscle and was retrieved in its entirely by the surgeon. A new zimmer set was opened and a new pin assembly was used without incident.